Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca). The 2.5 x32mm taxus liberte stent delivery system (sds) was advanced but could not cross the proximal rca. It was reported that eventually the stent got damaged. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4).